Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 390 mg/dl, 170 mg/dl, 261 mg/dl, and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer contact reported channel 2 of the device did not sound an audible alarm tone during an alarm condition. It was reported that after channel 2 of the device powered on during setup, prior to pt use, the display indicated e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical service. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.